Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported the pump case did not grip well causing the pump to fall off the customer's clothing. As a result, the infusion set ripped out multiple intermittent times. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer changed the site immediately and resumed insulin delivery.